Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 300635 and lot number 220240. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the same lot number were obtained for evaluation by our quality team. The retained samples were assembled with a bd emerald 2ml syringe by following regular practices. The hub was positioned onto the syringe tip with a slightly rotational movement. None of the retained samples displayed any signs of defect and no leakage was observed. Based on the investigation results, an exact manufacturing related cause could not be determined at this time.

Event description:
It was reported that the bd microlance¿3 needle experienced leakage. The following information was provided by the initial reporter: during drug administration the patient noticed leakage between needle and syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿3 needle experienced leakage. The following information was provided by the initial reporter: during drug administration the patient noticed leakage between needle and syringe.